Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an 8 fr dilator from axillary kit appeared to be ¿wet¿ in sealed sterile package. Opted to use axillary kit from a different device. Package indicator was green.

Manufacturer narrative:
Upon review, it was identified that the. Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the e1 (healthcare facility information), including [facility name, location, or contact details] was inadvertently omitted in error; the complete information has now been provided. H6 investigation: type, findings, and conclusion codes were updated accordingly based on the completed investigation. The cause for packaging damage (sterility compromised) issue is not determined since product/images were not returned.